Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as a battery depletion (bd) alert was displayed on the monitoring system. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and a safe replacement window of 90 days was recommended. No adverse patient effects were reported. The device remains in service. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis. Additional information was received. This device was retained by the explanting hospital, which handles product returns without boston scientific support, per protocol. If the device is returned, analysis will be performed, and a supplemental report will be provided.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as a battery depletion (bd) alert was displayed on the monitoring system. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and a safe replacement window of 90 days was recommended. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as a battery depletion (bd) alert was displayed on the monitoring system. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and a safe replacement window of 90 days was recommended. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as a battery depletion (bd) alert was displayed on the monitoring system. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and a safe replacement window of 90 days was recommended. No adverse patient effects were reported. The device remains in service.